Event description:
The affiliate reported a customer with suspected positive bi. The customer reported that none of the load was recalled. The customer did not provide any information regarding potential patient injury. The customer reported that the load went in as "usual". The field engineer went to the facility to assess the unit.

Manufacturer narrative:
Device code: other, suspected positive bi. Capital equipment, unit evaluated at the facility. The service engineer went to the facility and found that the injection pressure and the "cycle pressure" showed no problem. The unit worked to specifications.